Manufacturer narrative:
Follow-up #1 (09/24/2012): the pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump was not giving correct amounts to bolus when using he ezbg feature. The patient did not allege any harm or injury because of the reported issue. The patient indicated that her blood glucose (bg) was "171 mg/dl" on (B)(6) 2012, the morning of (B)(6) 2012. The patient's 12:00 am settings are: target bg = 120 mg/dl, I:c ratio =1u:14 grams, and isf 1:60. At that time, the patient claimed that she had not iob and the pump instructed her to give a 7.0 unit bolus. Based on her own calculation, the patient administered only "0.80 units." The patient denied that the pump suffered any trauma or had any evidence of moisture. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump not correctly calculating boluses. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission 11/19/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: an ezbg bolus was performed using the patient's settings, and the pump correctly calculated the appropriate bolus amount. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. The keypad was tested and all buttons responded appropriately to user input; there was no hypersensitivity found with the keypad buttons. The complaint could not be confirmed or duplicated on investigation.